Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited intermittent oversensing, suspected to have caused false detection of episodes and miscalculation of heart rate. The device remains in use. No patient complications have been reported as a result of this event.